Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving gablofen (2000 mcg/ml, 180.1 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient went to their hcp for a refill of the pump. Upon interrogation, the pump showed that a reset and safe state alarm occurred. The pump logs were checked and a reset watchdog, reset, safe state occurred on (B)(6) 2015. The patient was at a long term care facility and no one there including the patient heard the pump alarming. The reporter could hear the pump alarming at the time of the call. There were no reported symptoms. The pump reverted to minimum rate mode because of the watchdog reset (12 ug/d). No troubleshooting, interventions, cause, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the troubleshooting related to the watchdog and reset included interrogation of the pump, manufacture was called, and the patient was asked questions regarding if he had been in proximity of a magnet. The cause remained unknown. No other information was given.